Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: test strip issue.

Event description:
Consumer complaint of erratic blood results. Expected blood glucose results not confirmed. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed prior to call with results of 30 mg/dl and 150 mg/dl. Back to back blood test performed during call not fasting ((B)(6) 2015; 5:42 pm) with results of 145 and 136 mg/dl. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 03/19/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory. Adverse event not reported.